Manufacturer narrative:
The device was serviced on-site by a service technician. A service history review and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. At the moment to turn it on, the f-49 alarmed followed by the battery low alarm and shut down immediately. The cause of the condition was determined to be a defective battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 (malfunction in real time clock: abnormal rtc data) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.